Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A baxter healthcare representative had relayed that this pump failure was due to electrostatic discharge. The facility biomedical engineer was notified of the event and realized that the patient was on a hill-rom (B)(6). Hill-rom was notified and relayed information stating that there have been documented events of electrostatic discharge occurring with the sigma spectrum pump and the (B)(6) bed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 341 (positional interrupt error). The event happened during patient infusion of IV antiniotic at the inpatient unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.